Manufacturer narrative:
H.6. Investigation: bd received instrument from the customer facility for investigation. The instrument was tested/evaluated and the customer's indicated failure mode for not mixing correctly was observed as the instrument was found that the motor had a minor defect causing intermittent mixing and so was replaced. H3 other text : see h.10.

Event description:
It was reported that the bd sedi-40 did not mix the samples properly during use. The following information was provided by the initial reporter: "the instrument doesn't mix the samples properly".

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 did not mix the samples properly during use. The following information was provided by the initial reporter: "the instrument doesn't mix the samples properly".